Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. There was no motor error alarm on the insulin pump and the motor was tested outside of the device and passed. However, the device was unable to prime unit during priming test due to faulty force sensor resistor. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 100 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer received motor error more than once in the last 30 days. Customer advised they have been dealing with motor error alarm for the last 6-8 months and they have occurred more frequently as of late. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.